Event description:
It was reported by an attorney that the patient underwent vh & colpopexy surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent a revision surgery on (B)(6) 2017 and a revision surgery on (B)(6) 2017. It was reported that the patient underwent a colonoscopy on (B)(6) 2021 during which the mesh was found with rectovaginal fistula condition. (Part of the mesh was founded near rectum and it had a high possibility of perforation). It was the reported the patient experienced persistent discharge. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4): submitted for adverse event which occurred on (B)(6) 2017. Mwr-(B)(4): submitted for adverse event which occurred on (B)(6) 2017.